Manufacturer narrative:
Verification of the returned two opened lenses found product in spec. Lot #31004694 is reportedly associated with the affected left eye. The mfg investigation of lot with review of the device history records and sterilization records were found to be in compliance. In process inspection and final product inspection confirmed product was within spec. (B)(4) labeling - instructions for use states as a warning to immediately remove lens and promptly contact their eye care practitioner if they should experience eye discomfort. (B)(4).

Event description:
An eye care professional contacted ciba vision (B)(4) to report a pt experienced a central corneal erosion/ ulcer in the left eye. Corneal erosion measured 0.2mm with low infiltrate. The pt had felt the eye uncomfortable with the lens on (B)(6) 2011 but continued to wear 8 hrs, a day until seeking medical attention on (B)(6) 2011. The pt was treated with medications. The pt's condition has resolved as no further medical treatment except no lens wear for one month.